Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, prior to inserting the left ventricular (lv) lead into the patient, a stylet was placed to correct the curves of the lead to pass through the valve of the cannulation system. It was noted that the stylet was approximately one centimeter shorter in relation to the lead, which caused that the tip of the lead to remain with an angle and not remain straight. As the lead was advance through the cannulation system, the physician attempted to pull the back the lead and as the tip was curved the electrode broke. The lead was replaced. The doctor expressed dissatisfaction; arguing that the stylet did not correct the curves of the lead; that the lead should have been straight, and that this curve caused the lead to get entangled in the valve of the system. No patient complications have been reported as a result of this event.